Event description:
It was found that the side rail was not latching in the upright position due to a broken white spindle spacer in the latch spindle subassembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.